Event description:
The patient received a scs system on (B)(6) 2010. It was reported that the patient had been feeling numbness 4-5 inches above her foot when the therapy was turned off or on. The patient confirmed the stimulation was turned off. The device is still in use. Upon follow-up with the patient on (B)(6) 2010, patient indicated that her symptoms of numbness had not resolved and alleged that her symptoms were not related to the scs system or the therapy. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.